Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed device exhibiting intermittent oversensing on the ventricular channel. The oversensing triggered storage of non-sustained ventricular oversensing episodes. The patient was asymptomatic. The pacing lead impedance trend showed some variation in the impedance within the past week but stable measurements for the past year. Some of the oversensed complexes occurred during capacitor maintenance charging. Programming changes were made. Isometrics, deep breathing and coughing could not reproduce noise. The oversensing was noted during capacitor charging. Issue has been resolved, no further episodes received. Patient is doing well.